Manufacturer narrative:
Zimmer biomet complaint: (B)(4). D6: implant procedure date was (B)(6) of 2020. D10 ¿ medical products: item # unknown, lot # unknown; unknown left tmj fossa component; item # unknown, lot # unknown; unknown left tmj mandible component; item # unknown, lot # unknown; unknown right tmj fossa component; item # unknown, lot # unknown; unknown right tmj mandible component. G2: foreign source: germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2023-00129, 0001032347-2023-00130, 0001032347-2023-00131, and 0001032347-2023-00132.

Event description:
It was reported that a patient underwent a tmj procedure on an unknown date. Subsequently, the patient is scheduled to be revised on an unknown date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The previous reports were submitted in error as the device was not related to the event. The following sections were updated: b4; b5; g3; g6; h1; h2; h6; h10.